Event description:
On x/xx during bedside report with rn, it was noted that the pt had a bard rectal tube in place that had been dwelling over night and used for q4 lactulose enema insertions. Rn showed the (reporting rn) at bedside that she was instilling lactulose through the port clamped with a hemostat which was labeled balloon inflation. After report was finished, I continued with my full assessment on the pt right away and noticed there was bloody stool drainage in between pt's legs and on the chucks. With the help of another rn, I turned the pt and noticed that the rectal tube in place was a bard rectal tube. Charge rn came to beside to help with turning pt and finishing the task due to another rn having to leave, a 4th rn was at bedside while rn was deflating balloon and got 325cc of green lactulose out of the balloon port. As primary rn pulled the rectal tube out, a large amount of bright red liquid blood came out with the tube. The pt continued to bleed throughout shift on x/xx and was sent to CT abdomen which showed suspected perf rectum and significant rectum edema. F/u from this report wrong route, caused temporary harm, internally we have done an rca on this event and are exploring the need for rn's to be able to obtain rectal tube at all from materials mgt. Education will be provided to micu staff at upcoming staff meetings and weekly notes. Medication administered to or used by the pt: yes. Outcome: f/u from this report: wrong route, caused temporary harm, internally we have done an rca on this event and are exploring the need for rn's to be able to obtain rectal tube at all from materials mgt. Education will be provided to micu staff at upcoming staff meetings and weekly notes.(B)(6), access number: (B)(4).